Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The insyte 20 guage 1 inch catheter, the spring loaded retraction did not fully retract the needle into the housing. That about 1/4 inch was still protruding from the housing. This was noted after the needlestick injury, while grabbing the sharp for disposal.

Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Your report that the needles did not fully retract could not be confirmed from the two representative 20ga insyte autoguard units that were received in sealed packaging from lot number 5267705. A functional test showed that the needle fully retracted when the safety mechanism was activated. No damage or defects associated with the manufacturing process were noted on the returned samples. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.